Manufacturer narrative:
Based on additional information received on (B)(6) 2016, the event description was updated. The event description originally stated "the customer states that six patients experienced pneumothorax between 2013-2015. The catheters were installed by professionals in patients who consciousness was compromised. Four patients were kept for orotracheal intubation. All of the events were diagnosed as respiratory deterioration. A chest x-ray later confirmed pneumothorax in all six patients. Five patients had extended hospital stays due to the verified complications. One of the six patients died as a result." For the updated event description: "the patient was hospitalized in the ICU. The ng tube was installed and a chest x-ray was performed. The x-ray confirmed that the ng tube was in the right bronchial tube. The ng tube was removed after the patient presented massive hemoptysis and right hemothorax with hemodynamic compromise. The patient was on imv with sedoanalagesia. The patient required a chest CT, blood transfusions and adjustment to the ventilator management. The installation was performed by a nursing professional with critical care unit experience. The patient died (B)(6) 2015". Was updated from serious injury to death. The device history record file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. Advertent bronchopulmonary displacement and consequently pneumothorax of the nasal or oral enteric feeding tubes is a well-studied and well documented complication of current placement techniques for blindly placing the nasal or oral enteric feeding tubes. As per the instructions for use, it warns that adverse effects like pneumothorax, intestinal perforation and aspirational pneumonia have been reported during the use of this type of device, therefore due to the extreme caution this device should only be inserted by a trained clinician. The process to manufacture the device was running according to the defined parameters and specifications. The products met the corresponding quality acceptance criteria. The production personnel were notified about the reported issue. A corrective action is not required at this time. Covidien will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.

Event description:
The patient was hospitalized in the ICU. The ng tube was installed and a chest x-ray was performed. The x-ray confirmed that the ng tube was in the right bronchial tube. The ng tube was removed after the patient presented massive hemoptysis and right hemothorax with hemodynamic compromise. The patient was on imv with sedoanalgesia. The patient required a chest CT, blood transfusions and adjustment to the ventilator management. The installation was performed by a nursing professional with critical care unit experience. The patient died (B)(6) 2015.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 12/21/2015 that a customer had an issue with a feeding tube. The customer states that six patients experienced pneumothorax between 2013-2015. The catheters were installed by professionals in patients whose consciousness was compromised. Four patients were kept for orotracheal intubation. All of the events were diagnosed as respiratory deterioration. A chest x-ray later confirmed pneumothorax in all six patients. Five patients had extended hospital stays due to the verified complications. One of the six patients died as a result. There were six patients involved with one report. Additional information has been requested; however, further information regarding which patient died is unavailable. Below is the patient information for the six patients. Patient 1: (B)(6), male; patient 2: (B)(6), male; patient 3 (B)(6), male; patient 4: (B)(6), female; patient 5: (B)(6), male; patient 6: (b)(6, female.